Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was less than 50% therapy relief and bilateral lower back and leg pain. There was no alleged product issue. Diagnostic testing or troubleshooting performed included reprogramming. Actions required as a result of the event included system explant. The patient¿s status was alive with no injury at the initial time of report. No outcome was reported for this event. If additional information is received, a follow up report will be sent.